Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed using the same system, as the issue was intermittent. The philips field service engineer (fse) inspected the system on-site, and it was determined that the problem was not related to the wired footswitch, but rather to a faulty inverter within the generator. To resolve the issue, the fse replaced the inverter. After that, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned, using the same system, as the issue was intermittent, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was not working properly, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.